Event description:
The customer reported the system displayed error code messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on the power supply was adjusted. The system was then found to be operating as intended.